Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months post a chronic catheter palcement, a leakage was allegedly found just below the bifurcation of the catheter. Reportedly, the catheter was removed. There was no reported patient injury.

Event description:
It was reported that two months post a chronic catheter placement, a leakage was allegedly found just below the bifurcation of the catheter. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman d/l catheter was received for evaluation and three electronic photos were provided for review. Visual, microscopic, functional and tactile evaluations were performed. A partial compound break was noted on the catheter body, proximal to the bifurcate. Upon infusion, a leak from the compound break on the catheter body was observed while dye water exited the distal end of the catheter. Therefore, the investigation is confirmed for the reported fluid leak and the identified fracture issues and the photo review also confirms the same. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 01/2027), section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.